Event description:
It was reported that the patient had been having side effects of the therapy and device since implant. It was still uncomfortable where the implantable neurostimulator (ins) was. The patient turned stimulation off today because the side effects were intolerable. The patient felt stimulation near their rectum since implant and it had gradually gotten worse. When the patient was more active where the ins was got more irritated inside under the skin. This had been since implant and had gradually gotten worse. The patient couldn¿t sit for long periods of time because that seemed to irritate the ins site. The patient was getting symptom relief, but the therapy was too uncomfortable for them. In the last 2 to 3 weeks the patient felt like their lead wires had moved. The patient would have an appointment next week with their health care provider (hcp). The patient had gone in and was told that something had dislodged, however it wasn¿t clear which components dislodged. They were going to adjust both components and the patient was told that the situation required surgical intervention. The patient was waiting to hear back from the scheduler. The patient felt worse and was wondering if they should go to the emergency room (ER). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ncuu implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0ncuu implanted: (B)(6) 2014, product type: lead. (B)(4).